Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with top case cracked/chipped by the left front bottom corner, broken tube holder and no visible contamination. Event history log review was performed and found and system failure primary audible alarm bgnd test. Visual inspection, power up, infusion and occlusion testing were performed. Investigation unable to duplicate reported problem but error was found in ehl. According to the investigation background self-test sensed no current flowing in the primary speaker. Investigation reports that interconnect flex cable was connected to the main board and glue was intact on j9 connector. Service's replaced the pump speaker as preventive measure. Power up process and all the functional tests passed. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that this smiths medical medfusion 4000 pump exhibited primary audible alarm. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.